Event description:
A notification was received via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of ventricular tachycardia and vfib - arrest: pt into vtach at 1055, va ECMO flows maintained, map maintained. 1055-cardioversion, briefly in nsr, 2 g IV mg over 30 min, amiodarone 150 mg IV over 10 min 1056-cardioversion, briefly in nsr 1058-cardioversion, briefly in nsr, 1 gram calcium chloride 1059-deteriorated to vfib, 2 g IV mg ivp, 300 mg amiodarone ivp, defibrillation, briefly nsr 1103-vfib, defibrillation, 100 mg lidocaine push 1105-vfib, defibrillation, converted to nsr and maintained in nsr. Va ECMO flows, and map maintained throughout above. Pea - pulseless electrical activity. Pt- patient. Vfib- ventricular fibrillation. Va ECMO ¿ venous-arterial extra corporeal membrane oxygenation. IV ¿ intravenous. Nsr ¿ normal sinus rhythm. Ivp ¿ intravenous pyelogram. The patient recovered with no sequelae, but eventually expired. There is not enough information to associate the use of the impella device with the patient¿s eventual outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vf/vt has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H.6 codes 1721 and 1762 were reported incorrectly on manufacturer device report 1220648-2024-13425. New code added to health effect - clinical code and health effect - impact code.